Event description:
It was reported that the patient faced hyperglycemia event on (B)(6) 2026 and patient treated with insulin lispro itself only.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including image of bent cannula; however, image of bent cannula was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific image of bent cannula was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.